Event description:
It was reported that the system stored untreated episodes due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low amplitudes. Technical services reviewed and discussed some testing and programming options. The patient had lost some weight and there is a concern the products have moved. The doctor replaced the system with a transvenous system. There were no additional adverse patient effects.